Event description:
The emergency department technician (edt) opened a sealed rapid, one step test for the qualitative detection of human chorionic gonadotropin (hcg) in urine. The edt used three full drops of the patient's urine and waited three minutes before reading the result. The result was negative. The edt turned away from the specimen to enter the negative test result into the computer. After entry was completed (less than one minute), the edt picked up the specimen kit to discard it and observed that the test was now reading as positive (very faint line). The same thing happened a couple of months earlier where a test result changed from negative at three minutes to positive after four. The product will be monitored for quality control to assure negative results are indeed negative.